Event description:
The customer reported an open heart surgery patient was connected to a pump that alarmed and experienced a loss of communication with the pcu. The patient was on multiple drips and when the event occurred the user power cycled the system and subsequently reprogrammed all infusions. The patient's blood pressure dropped significantly as a result. No further event or patient info provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.